Event description:
It was reported that bd us cathena 20gx1.00in straight bc blood leaks out of control plug it was reported by the customer that the blood control feature did not work properly and blood came out of the hub when the needle was pulled out. Verbatim: nurse used a 20g cathena and when she pulled the needle out, blood came out of the hub. The blood control feature did not work properly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photo evaluation: one (1) photo provided for investigation. Photo show the batch information on the top web and a blood stained on the catheter adapter. 1 sample returned to sandy, unused. No physical damage was observed during visual inspection under magnification. Bet test was conducted and passed; no leakage was observed.